Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope the scope was not showing the olympus picture properly when plugged into the processor, but that the ultrasound image was working. Upon inspection, it was discovered there was a large tear near the distal tip of the scope (where it flexes). The event occurred during a bronchoscopy with ultrasound procedure. There were no reports of patient harm.